Event description:
It was reported that the patient had his spectra penile prosthesis implanted (B)(6) 2015 and removed and replaced with an inflatable penile prosthesis due to erosion. No additional patient complications were reported in relation to this event.